Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon and the scrub tech had an issue loading and unloading the device, it kept on jamming, also they were unaware of what color of the staple load being used. No patient harm.